Event description:
While resecting a tumor during the robotic partial nephrectomy, the prograsp wire frayed and broke where instrument articulates. The instrument was removed from the field and red tagged to be cleaned and returned to robotic resource. Broken prograsp had 1/18 lives remaining.